Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, while the surgeon was inserting the ar-3638 (lot 11252404) fibertak anchor into the glenoid, there was resistance to getting the anchor fully seated/implanted. The surgeon used a mallet to impact the anchor to its final depth. While striking the handle of the inserter, the shaft of the anchor handle sheered/broke off and remained in the bone. The thin metal handle of the anchor inserter broke about 1.5-2cm from the tip. It took the surgeon about an hour of effort to extract the metal fragment from the glenoid. The surgeon was able to gain access to the end of the broken metal piece and use an arthroscopic grasper to pull it from the bone socket. The surgeon had used a 1.8mm disposable drill/wire (ar-3600nd-2) to prepare the bone socket for the anchor implantation.